Event description:
Healthcare professional reported "capsular contracture, baker grade IV". Later healthcare professional reported "possible rupture" and ptosis. Ptosis is not considered device related. Later healthcare professional reported "rupture found". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.